Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, while studying at home, the patient experienced dizziness, lightheadedness, and near-syncope. His cgm displayed 100 mg/dl; however, a bg check revealed a value of 29 mg/dl. The patient promptly administered baqsimi nasal glucagon, ingested juice, an ensure shake, candies totaling approximately 30 grams of carbohydrates, and glucose tablets. He then contacted his mother for assistance and continued monitoring bg every 15 minutes. After approximately 45 minutes, the patient reported feeling well, and both bg and cgm readings returned to normal ranges, though specific values were not recalled. At the time of the report, the patient was fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.